Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer did not call customer service to create an RMA for the reported monopolar curved scissors (mcs) tip cover accessory. An image review was provided by an isi failure analysis engineer (fae): it appears that the mcs tip cover could be torn at the distal end towards where the scissor portion exits, at the junction where the clear portion meets the grey portion of the mcs tip cover (arrow in red). The mcs tip cover also appears to not be fully installed, as indicated by the orange of the mcs instrument showing at the green arrow. Additionally, the mcs instrument shouldn¿t bend like that. While not clearly shown in the picture, it is likely that the tube extension is broken beneath the mcs tip cover.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was bent and when they tried to take out of the arm, it was stuck to the cannula. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the customer removed the instrument with the cannula. The incision port size was not increased.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed.

Event description:
Refer to h10/h11 for follow-up information.